Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 20-mar-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the photographs provided by the customer were evaluated. The complaint handpiece was displayed with the plunger rod partially advanced. Due to the quality of the photographs no issues could be identified. Visual inspection was performed on the suspect product. The plunger rod was found partially advanced with viscoelastic residue observes to be distributed through the length of the cartridge. The cartridge tip was identified to be damaged. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. No lens was received for evaluation. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) cartridge was cracked. The cartridge has been in contact with the eye. A picture provided seems to indicate the issue to be at the tip. No further information has been provided.